Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a fully occluded lesion in the proximal left anterior descending coronary artery. Pre-dilation was performed with an unspecified semi-compliant balloon dilatation catheter. The 3.5x38mm xience sierra stent was implanted at 16 atmospheres. Post implant, fluoroscopy confirmed a distal edge dissection occurred. A 3.5x12mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.